Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (exposed wires) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had exposed wires.